Event description:
During a gastric sleeve procedure, surgeon used harmonic scalpel to take down the penultimate short gastric artery. Adequate coaptation did not occur, despite the harmonic "sensing" that the tissue was adequately coapted. The divided (but not hemostatic) short gastric artery retracted into the spleen. Retrieval resulted in a 2500ml blood loss to pt and required removal of spleen and transfusion of 2 units of packed red blood cells. Pt had an eventful recovery and was discharged 24 hours postoperatively without untoward signs or symptoms. The surgeon did not notify surgery staff, the device failure was involved until after procedure was completed. Device was not saved. (B)(4).